Event description:
During the same surgery, as doctor inserted and rotated each implant, three implants cracked during placement. Surgery completed with fourth implant [same size, same lot number] without any further complications to the patient except for delay of surgery. This the second of three reports for this event.

Manufacturer narrative:
Additional clarification of the reported event has been requested from the surgeon. If made available, a supplemental report will be filed. Method(s), result(s) and conclusion(s) will be made available in a supplemental report following completed evaluation.